Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that the quality control performed on the one touch ultralink meter test fell above the range based on the test strip vial. The medical surveillance specialist (mss) classified this complaint based on customer service representatives (csr) documentation. The reporter said a control solution test was performed on the meter at 12 am on (B)(6) and the result was 180 mg/dl, which was above the range based on the test strip vial. The reporter said the pt did not take any action regarding management of diabetes or received any treatment. The pt felt that her blood glucose results were getting very high. The reporter says the pt is on an insulin pump. According to the troubleshooting performed with customer service, unit of measure was set correctly at the time of testing. The test strips were not expired. This complaint is being reported because the issue was not resolved with troubleshooting. The product did not cause of contribute to injury because the pt did not suffer from any symptoms and did not receive any form of medical intervention. Replacement products were sent to the pt.